Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a patient experienced an intraoral infection. It was reported that there was continuing draining around their dental implant. The implant was removed 5 weeks after initial placement.